Event description:
It was reported that a foot control device had "air leaks at the connector on the hose". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The event date was unknown. However, the reporter clarified the event occurred in 2013. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were air leaks at the connector of the hose and the device was leaking oil around oil fill tube. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or error as the device appeared to have been dropped and/or pulled around by the hose. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate